Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 mg/dl and blank display. The customer had not reported the symptoms and treatment. Customer's blood glucose level of 300 mg/dl/. Customer stated pump had crack on front, and is not picking up the sensor, and pump turns off, while being at worked she will notice headaches and she needs to reset the battery and will turn back on, customer declined to troubleshoot for high readings, sensor glucose vs blood glucose and blank display. The product was not returned for analysis.